Event description:
It was reported that during testing at the user facility the power cord of the device had exposed copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.